Event description:
A report of a patient's ipg being replaced during a lead revision was received. The patient had a laser nerve root procedure performed prior, during which the physician cut the leads in half, leaving a portion of the wire still connected to the ipg. During the lead revision, the ipg would not communicate and the physician decided to replace the system. The patient is reportedly doing well.